Event description:
During an in-clinic follow-up, high pacing impedance and increased capture threshold which resulted in failure to capture were detected on the left ventricle (lv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.